Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pains"), dermatitis allergic ("allergies all over her body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("loss of vision") and mood swings ("mood swings"). The patient was treated with surgery (two surgical interventions before the device removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, dermatitis allergic, sciatica, back pain, fatigue, headache, blindness and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: that from the moment she had the device removed, the symptoms (or the vast majority of them) began to subside and she immediately began to feel much better. Despite the general improvement, she have sustained bodily injuries that still remain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("haemorrhages") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pains"), hypersensitivity ("allergies all over her body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("loss of vision") and mood swings ("mood swings"). The patient was treated with surgery (two surgical interventions before the device removal). At the time of the report, all of the events were resolving. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: that from the moment she had the device removed, the symptoms (or the vast majority of them) began to subside and she immediately began to feel much better. Despite the general improvement, she have sustained bodily injuries that still remain. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2021: quality safety evaluation of ptc. 22-oct-2021: ha number. 13-dec-2021: the patient still not in good health, receiving treatments and assessing the sequelae suffered. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pains"), dermatitis allergic ("allergies all over her body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("general fatigue"), headache ("severe headaches"), blindness ("loss of vision") and mood swings ("mood swings"). The patient was treated with surgery (two surgical interventions before the device removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, alopecia, tooth loss, oral disorder, urinary tract infection, dysmenorrhoea, dermatitis allergic, sciatica, back pain, fatigue, headache, blindness and mood swings was resolving. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: that from the moment she had the device removed, the symptoms (or the vast majority of them) began to subside and she immediately began to feel much better. Despite the general improvement, she have sustained bodily injuries that still remain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.